Event description:
Customer called to report that the coulter act diff analyzer probe was leaking approximately 2 drops of fluid per cycle while running samples. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument, but could not reproduce the leak from the probe. The fse replaced the probe wipe and customer ran a sample 15 times, after which no further leaking was observed. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. No failure mode was detected, and customer has not called back to report any further issues relating to this event. (B)(4).